Event description:
Related manufacturer report number: 3006705815-2023-00238. It was reported that after the patient's permanent implant procedure, the patient went to recovery and was not waking up appropriately. The recovery nurse noticed dropping on the left side of the patients face and the patient was unable to speak or use their left arm. The patient was taken to the ER and it was found the patient had a blood clot in their neck. The blood clot was removed and the patient was in stable condition afterwards.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.